Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device possible lot number pbh195 and no non-conformances related to the reported complaint condition were identified. Investigation summary: it was received for analysis an opened box with thirty-two unopened samples of product code 8709, lot pbh195. The complaint sample was not received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements. Investigation summary: it was received for analysis an opened box with thirty unopened samples of product code 8709, lot pbh195. The complaint sample was not received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-86343 and 2210968-2019-86344. Analysis results have been included in reports for each.

Event description:
It was reported that the patient underwent coronary artery bypass graft procedure on (B)(6) 2019 and suture was used. After five passes through tissue on distal anastomosis, the needle popped off after pulling through. An additional suture was used to complete the procedure. There were no adverse patient consequences reported.